Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a non-device related MRI the previous week and the ins was turned off for the ins. It was noted they were unsure if the ins was turned back on or not and that after the MRI, the patient's bladder was overly active suddenly and that patient had to buy a lot more pads and pull ups. Patient had never adjusted the stimulator before and they were on 2v when they checked their settings and had increased to 3.0v. Patient had felt stimulation initially but did not anymore. Patient increased stimulation again to 3.3 and felt stimulation, but later stated the sensation went away. It was reviewed that stimulation sensation was not required as long as patient's symptoms were improving. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.